Event description:
It was reported that a homechoice automated pd set with cassette leaked. This was identified during peritoneal dialysis therapy while the patient was connected. The caregiver stated they had stopped the therapy and removed the cassette. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic inspection of the device was performed with no abnormalities noted. The cause of the leak could not be determined. Upon conclusion of the evaluation, the returned sample was determined to meet visual inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.